Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states a power issue. Upon triage it was noted that the control board is physically burnt.

Manufacturer narrative:
N evaluation of the scd 700 was performed for the reported condition of, ¿power issue¿. Upon triaged the customer¿s reported condition was confirmed and it was found that the control board is physically burnt. The potential root causes are the use of an unauthorized power adapter by the user and/or a possibly defective component. A review of the device history record shows that this unit was manufactured and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.